Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing issues with very delayed responses at certain times on the insulin pump. There was a response from a button but the keypad seemed to have a big delay in reaction sometimes. Customer's blood glucose level was 108 mg/dl. The device was not returned.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.